Manufacturer narrative:
The instructions for use and patient manual include a warning to keep a spare back up controller available at all times and outlines that if there is a controller failure, the controller should be switched to the back-up controller. The steps for exchange of devices are also outlined. It further warns to keep the controller in temperatures less than -20ºc (-4ºf) or greater than 50ºc (130ºf) or the controller may fail. Damaged equipment should be reported to the manufacturer and inspected. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported by the patient to the vad coordinator that he feels uncomfortable for his actual controller feels uncomfortably hot. Vad coordinator will exchange the controller. No impact or consequences to the patient reported. No additional information provided.

Manufacturer narrative:
One controller, con190333, was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Log file analysis did not reveal any anomalies during the analyzed period. Analysis of the device revealed that the device met specifications; the device passed visual examination and functional testing. Internal visual inspection of the controller showed that a transistor measured 141.1c. This is within the component's operating temperature specifications of 150°c. This can be perceived as operating warmer than normal; however, the controller continued to operate as expected. The most likely root cause of the reported overheating of the controller can be attributed to a transistor operating at warmer temperatures. Although the controller can be perceived as operating warmer, the unit still performed within specifications. An internal investigation has been opened by the supplier to address q3 transistor failures. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.